Event description:
Customer reports back to back testing on the same meter while using the advantage system with results in the 60 - 80 mg/dl range and 150 - 160 mg/dl range. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.